Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was not running or functioning. They stated that when the pump was "hooked up to the tube it stops" and that there were no alarms. Mmdg did follow up with the initial reporter, who stated that the patient was doing well and they had not had any other issues. (B)(4).